Event description:
Same case as 2134265-2011-04287. It was reported that during completion of a rotational atherectomy procedure, the rotation of the burr was unable to be stopped. The lesion was located in the mid right coronary artery (rca). After successfully completing rotational atherectomy with a 1.5mm rotablator burr catheter, the burr was being removed in dynaglide mode. Once the burr had exited the body, the physician was unable to stop the rotation of the burr with the foot pedal. When the physician would use the foot pedal in the usual manner to stop rotation, it would not stop the rotation. At the same time, an unusual noise was heard from the console. Next, an attempt was made to dial the rpm's down on the console without success. The burr rotation was eventually stopped by turning the power switch on the console off. The procedure was completed with the placement of two promus stents in the mid and distal rca. No patient complications were reported and the patient's status is okay.

Event description:
Same case as 2134265-2011-04287. It was reported that during completion of a rotational atherectomy procedure, the rotation of the burr was unable to be stopped. The lesion was located in the mid right coronary artery (rca). After successfully completing rotational atherectomy with a 1.5mm rotablator burr catheter, the burr was being removed in dynaglide mode. Once the burr had exited the body, the physician was unable to stop the rotation of the burr with the foot pedal. When the physician would use the foot pedal in the usual manner to stop rotation, it would not stop the rotation. At the same time, an unusual noise was heard from the console. Next, an attempt was made to dial the rpm's down on the console without success. The burr rotation was eventually stopped by turning the power switch on the console off. The procedure was completed with the placement of two promus stents in the mid and distal rca. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Catalog/model #, device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., eval summary attached, device manufactured date, method codes, results codes, and conclusion codes: updated. Device evaluated by manufacturer: the device was returned with customer labels applied, customer applied tape and the void seal broken. The functional check identified that the initial dynaglide rotational speed is 64 krpm, slightly decaying to 58 krpm. Also, the console and foot pedal were tested together using a rotalink 1.75mm burr. The maximum rotational speed in turbine was 221 krpm - the speed was set to and maintained 180 krpm and 190 krpm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed since the console / foot pedal combination controlled the burr rotation properly and did not exhibit any unusual noises. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).